Manufacturer narrative:
Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a bent stylet was confirmed. The product returned for evaluation was one 4fr s/l per-q-cath catheter. The sample was received with an inlaid stylet and attached t-lock assembly. The stylet exhibited multiple bends just proximal of the t-lock assembly. Another bend was observed between the 58cm and 59cm depth markings. Blood residue was observed on the outside of the stylet. Microscopic inspection of the sample confirmed bends in the stylet and the presence of blood residue but was otherwise unremarkable. The deformation was consistent with stylet manipulation, including possible attempts to feed the stylet through the t-lock assembly septum. The blood residue suggested that manipulation occurred during attempted device use. Evaluation findings are in section h.11.

Event description:
It was reported that upon opening of the midline¿s package, the proximal end of the guide wire inside was found bent. It was not sure if the catheter was damaged or not. The product was therefore unusable. (B)(6) 2023 - the customer reported a bent guidewire however a stylet was returned for evaluation and exhibited multiple bends.